Manufacturer narrative:
(B)(4). During the revision procedure, the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced with another device of the same model. All leads remained in use with the new device, and all lead measurements were within normal range. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that three days post-implant, this left ventricular (lv) lead exhibited pacing impedance measurements of greater than 3,000 ohms, and loss of capture (loc) was observed. The boston scientific field representative checked the device and confirmed the out-of-range measurements. The right atrial (ra) lead also exhibited out-of-range impedance measurements; the device was reprogrammed to pace only in the right ventricle and a revision procedure was planned for the following day. No adverse patient effects were reported.